Event description:
It was reported that a patient with an inflatable penile prosthesis (ipp) presented with a device that would not inflate. A revision surgery was performed, during which the physician confirmed tears in both cylinders. The cylinders and pump were explanted and replaced. The reservoir was retained and used with the replacement cylinders and pump. There were no patient complications.

Manufacturer narrative:
Model number/catalog number: 720185-01. Serial number: n/a. Batch/lot number: 1100146784. Model/catalog description: reservoir flat iz 100 ml. Unique identifier (UDI) #: (B)(4).